Event description:
It was reported that the patient presented for a magnetic resonance imaging (MRI) procedure without putting their implantable cardioverter defibrillator (ICD) in MRI mode, causing the ICD to inappropriately go into backup mode. No intervention was performed. The patient was stable.